Manufacturer narrative:
Qn# (B)(4). The customer returned one 6 fr cordis catheter and arrow sheath for evaluation. Initial visual examination did not reveal any defects or anomalies with the teleflex sheath. The returned teleflex sheath passed all relevant visual, dimensional, and functional testing. The inner diameter of distal sheath tip measured to be 0.088" which is within specification. Slight resistance was encountered while passing the cordis catheter through the sheath and a slight bulge was visually observed near the distal of the tip of the catheter. However, it cannot be determined if the cordis catheter met relevant dimensional requirements as it is not a teleflex manufactured product. No resistance was observed while advancing a lab inventory 6fr teleflex catheter through the returned sheath. A device history record review was performed with no relevant findings. Based on the sample received, no problem was found with the returned teleflex device. The customer report of a cordis catheter being tight in an arrow sheath could not be confirmed by complaint investigation of the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
Customer reported "having problems to get the guiding catheter of size f6 through the tip of the sheath". Customer stated that the 6f saf introducer set, length 45cm, is too narrow at the tip because the guiding catheter in 6f hooked at the tip and stopped. Only by applying pressure the catheter could be passed through the opening. No patient harm was reported. It was reported the catheter was inserted "with pressure and force". Patient condition reported as "doing very well".